Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited high thresholds, loss of capture, insulation damage and noise. The patient experienced fatigue. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high impedance and the lead fracture was causing the patient pain. The lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.